Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the device cannot be turned on, it has been connected to the ac outlet and does not charge the battery the device was turned off after use with patient no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the device cannot be turned on, it has been connected to the ac outlet and does not charge the battery the device was turned off after use with patient no patient involvement.